Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the pt experienced blood glucose (bg) of 336mg/dl without ketones or symptoms of hyperglycemia. The pt noted that she removed the cartridge and observed insulin coming out of the cartridge from the plunger end. She denied visible structural damage to the cartridge and said there were multiple air bubbles in the cartridge. She stated that she replaced the cartridge and delivered a correction bolus; the next bg reading she reported was 222mg/dl. The pt reported that she had other bg excursions (around 300mg/dl) using cartridges from the reported lot number. She stated that she uses u500 and that her bg response takes longer than with other types of insulin. The pt reported that her elevated bg sometimes resolved slowly and sometimes did not resolve as expected. She stated that when her bg did not resolve, she changed the infusion set and her elevated bg then resolved. The pt was not able to provide specific details regarding these additional bg excursions. She noted that there were some weeks when her bg was within target using cartridges from the same lot number. She stated that prior to the reported event, she did not check the cartridges for leaks and did not see moisture in the cartridge compartment. The pt stated that she cycles the cartridges two to three times as instructed and does not reuse cartridges. The pt confirmed that she did not require medical attention for any of the bg excursions.